Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: catheter.

Event description:
Additional information was received from a consumer. It was stated the patient had central pain syndrome and that was the reason for the implant. The total system was explanted. It was stated the patient had fluid build-up in her legs and her legs swelled up so much she was not able to walk. It was stated the patient had huge white pockets of fluid from the thigh to the ankle in both legs. The doctor said it was not related to the pump, however when the pump was explanted these went away and the patient knows it was from the pump. It was stated the patient had to have physical therapy to learn how to walk again.

Event description:
It was reported that the patient was diagnosed with venous stasis 30 years ago and believed she should not have gotten the pump because of this. Six months ago ((B)(6) 2015), the patient started getting severe edema which caused her to be hospitalized two times. The patient had to wear compression socks, could barely walk and also had severe pain in her legs because of this. The patient also had "another problem" with the pump but she did not remember what the problem was or when it happened. The patient stated her healthcare provider (hcp) was ¿likely going to tell her to take the pump out and she is scared.¿ the situation was being addressed by the patient¿s hcp. The patient wanted the pump removed because it was ¿incompatible with her system and no one ever told her that.¿ then the patient stated she had been in the hospital 19 times. The patient was redirected to her hcp. The pump system was being used to infuse hydromorphone. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.